Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the alignment pin was broken by scrub nurse. There was no reported patient involvement. There was no patient impact. There was no surgical delay. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was returned and evaluated. A visual examination of the returned product identified wear marks on the shaft, including one near the fracture site. The tip of the device had fractured. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined; however, it was reported that the surgical technique was not followed. It is unknown if failure to follow the surgical technique caused or contributed to the reported event. The complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.